Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2024. The patient's blood glucose levels went high (specific values not provided) and the adhesive was not sticking well. The patient was treated with manual insulin injections and a new pod was applied. The patient was released on (B)(6) 2024.